Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, pain. For the surgery went to a size 17mm poly and implanted and advanced patella 38mm.